Manufacturer narrative:
Patient's age was not provided. The patient weight was not provided. Device unique identifier (UDI)-(B)(4). Approximate age of device- 9 days. The explanted pump was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was small in size, and underwent a device exchange to another manufacturer's product. The cause of exchange was low flow alarm. The issue continued on the other manufacturers device. The pump was returned for evaluation. No additional information was provided.